Manufacturer narrative:
Visual analysis of the returned device identified: one curved opening. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified: one curved opening striated. Based on the device analysis the final assessment is: -one opening curved striated assessed as surgical damage.

Event description:
Physician reports "immunohistochemical of the right capsule lesion describes immunohistochemical panel associated with histological aspects, chronic inflammatory process with formation of granulation tissue and mixed cellularity, composed of small b and t lymphocytes, plasma cells, mono and multinucleated histiocytes, neutrophils and eosinophils, delimiting pseudocapsule, presence of pattern scarring stromal fibrosis, canaliculosis of adjacent parenchyma, without atypia. Notes: the set of findings does not meet criteria of malignancy and is consistent with chronic inflammatory process in organization." Pathological markers confirming alcl were not confirmed.

Event description:
Physician reports "immunohistochemical of the right capsule lesion describes immunohistochemical panel associated with histological aspects, chronic inflammatory process with formation of granulation tissue and mixed cellularity, composed of small b and t lymphocytes, plasma cells, mono and multinucleated histiocytes, neutrophils and eosinophils, delimiting pseudocapsule, presence of pattern scarring stromal fibrosis, canaliculitis of adjacent parenchyma, without atypia. Notes: the set of findings does not meet criteria of malignancy and is consistent with chronic inflammatory process in organization." Pathological markers confirming alcl were not confirmed.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma, glandular and cutaneous excesses and bacterial findings" are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Rupture: ¿ breast implants are not lifetime devices. ¿ breast implants rupture when the shell develops a tear or hole. Ruptures can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. ¿ the following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture for allergan¿s product. It is not conclusively known whether these tests have identified all causes of rupture. Laboratory studies to identify any additional causes of rupture are ongoing. ¿ silicone gel-filled implant ruptures are most often silent. This means that most of the time neither you nor your patient will know if the implant has a tear or hole in the shell. MRI examination is currently the best method to screen for rupture. Infection: ¿ in rare instances, acute infection may occur in a breast with implants. ¿ the signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever. ¿ patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms.

Event description:
Health professional reported left side seroma and removal of "glandular and cutaneous excesses." Additionally, left side rupture was reported. Additionally, physician confirms bacterial findings of left side seroma. Alcl research, in which the result was negative and also for cd30 research, but has not yet received the analysis result. Device has been explanted.